Event description:
It was reported that a revision occurred due to "too short - device cable fracture' with a spectra malleable penile prosthesis. Right cylinder was replaced with another spectra. No patient complications were reported in relation to this event.